Event description:
The device was explanted due to eri. The physician believed device was not within warranty.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a longevity calculation was performed and the battery voltage was lower than expected based on the device usage. The device passed all tests and no anomalies were detected. The cause of the premature battery depletion remains undetermined, although it is suspected to be due to battery performance. All device current and power consumption measurements were normal.